Event description:
It was reported that despite being at rrt (recommended replacement time) voltage for over ten days, the device had still not tripped rrt. The physician had been told that it should trip within four days, which allegedly prompted an expedited replacement procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant products: 4543 competitor lead, implanted: (B)(6) 2009; 407652 lead, implanted: (B)(6) 2006. (B)(4). Evaluation summary: the device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.